Event description:
Patient revised due to ligament laxity, inoperatively found polyethylene wear.

Manufacturer narrative:
Examination of the returned insert component confirmed the reported wear. The investigation could not verify or identify any evidence of product contribution to the reported problem. Damage found on the insert is indicative of the presence of third body debris. Based on the investigation, the need for corrective action is not indicated. The need for corrective action was not indicated. Should additional information be received the investigation will be reopened. Depuy considers the investigation closed.